Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint cannot be confirmed based on the information received. The device sample is needed to perform a thorough investigation. If the device becomes available, this report will be updated with the investigation results.

Event description:
Customer complaint alleges "bubbling from water could not be confirmed during use. Therefore, a new unit was used instead." It was reported that no patient injury occurred. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle was received for evaluation. It came used with the 040 humidifier adaptor attached to the bottle. Upon visual inspection, it was observed that there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 lpm and no bubbles were observed in the bottle. Upon increasing the air flow, bubbles appeared in the bottle. The complaint is confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "bubbling from water could not be confirmed during use. Therefore, a new unit was used instead." It was reported that no patient injury occurred. The patient's condition was reported as "fine".